Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that there was noise reversion on the right ventricular (rv) lead. The clinician performed isometric testing on the patient and lead noise was reproduced only on the discrimination channel. The noise did not produce over sensing. Programming changes were made for the lead. The patient will be monitored going forward. The patient was in stable condition.